Manufacturer narrative:
During the eval of the device at the manufacturer's service center, an issue related to the power board was observed. The device's power board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported.